Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump sustained physical damage to it. The blood glucose reading was 500 mg/dl, which was treated with the insulin pump. The customer declined troubleshooting assistance for high blood glucose, advising that they were a result of his steroid shots. He noted that the reservoir compartment had a crack and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.